Event description:
I have a medtronic ICD with the sprint fidelis lead #6931. The lead was recalled in october 2007 due to fractures. This results in multiple inappropriate shocks and/or loss of pacing. I experienced 6 inappropriate shocks in 2009, prompting a 911 call and an ambulance ride to the ER. The ER doctors confirmed my vitals were stable and the device was most likely defective. I then rec'd 2 more inappropriate shocks while in the ER waiting for a medtronic's representative to arrive and disable the device. The medtronic's representative disabled the device and immediately confirmed the lead was fractured. After downloading the device history/data he informed me the device shocked me a total of 8 times and had 170+ potential shock instances. The device was left disabled and is scheduled to be completely removed since my heart condition has drastically improved and I am no longer a candidate for an ICD.